Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
Customer reported via phone, the device alarmed button error and none of the buttons were responding. Customer's blood glucose was unknown. Customer was unable to clear the alarm. Customer agreed to return the device to return the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.